Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to bacterial and fungal peritonitis. The breach was not further specified. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with vancomycin (dose, route, and frequency not reported) and cipro (dose, route, and frequency not reported) for peritonitis. On an unreported date in the same month as the onset, the patient was discharged from the hospital and recovered from the event. Dianeal therapy was discontinued and hemodialysis therapy was initiated. No additional information is available.